Manufacturer narrative:
Device was not returned for eval and the customer's complaint could not be verified. DHR review revealed nothing relevant to this event. The cause to the event could not be determined from the info available.

Event description:
Implants sheared off on insertion during ankle reconstruction. During insertion, 1 of the implants broke at the middle and the tip was left in the pt because it was still holding. The next 2 sheared off. Surgeon over drilled 1mm and placed another 1 (hard bone). Forty mins delay, but no adverse consequences with the pt reported. This device is used for treatment.